Event description:
The customer reported an erroneously low thyroid-stimulating hormone (tsh) result, below the normal reference interval, for one patient involving unicel dxc 600i synchron access clinical system. Subsequent testing of the patient sample on an alternate unicel dxc 600i synchron access clinical system recovered a normal result. The customer stated the evening technician attempted to process a tsh sample on the analyzer with no reagent packs present. Beckman coulter customer technical support (cts) advised the customer to discard the tsh reagent pack as the count would not be accurate. Cts advised the customer to check all tests run after the reagent packs were removed. The customer confirmed only one tsh test was run on the original unicel dxc 600i system. The erroneous result was not released out of the laboratory and questioned. There was no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit and returned the following day to complete service. The unit conformed to the manufacturer's published performance specifications. The customer noted the evening technician had not perform quality control (qc) prior to testing samples.